Event description:
It was reported that pump displayed malfunction code 9 with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance, confirmed malfunction code did not recur after reset, and was advised to continue using pump and call back if any further malfunction occurred.